Event description:
A patient was undergoing a stem cell collection through a right internal jugular dl mahukar catheter. It was noted that there was a pin hole leak in the plastic tip of the blue lumen of the (11.5f/16 cm dl mahurkar dialysis catheter) catheter. The catheter was pulled. The patient had enough stem cells collected from a prior day and the catheter was no longer needed. In addition a similiar occurrence with another patient happened about a month earlier to this reported event where a pin hole was noted in the same catheter. This occurred with a different size catheter (11.5f/19.5cm dl mahurkar dialysis catheter). The pin hole was also noted in the plastic tip of the blue lumen while the patient was undergoing stem cell collection. This patient returned to interventional radiology to have another catheter inserted and the stem cell collection procedure was resumed the following day.

Event description:
A patient was undergoing a stem cell collection through a right internal jugular dl mahukar catheter. It was noted that there was a pin hole leak in the plastic tip of the blue lumen of the (11.5f/16 cm dl mahurkar dialysis catheter) catheter. The catheter was pulled. The patient had enough stem cells collected from a prior day and the catheter was no longer needed. In addition a similiar occurrence with another patient happened about a month earlier to this reported event where a pin hole was noted in the same catheter. This occurred with a different size catheter (11.5f/19.5cm dl mahurkar dialysis catheter). The pin hole was also noted in the plastic tip of the blue lumen while the patient was undergoing stem cell collection. This patient returned to interventional radiology to have another catheter inserted and the stem cell collection procedure was resumed the following day.